Manufacturer narrative:
The customer suspected device was returned for investigation. The olympus service center confirmed the reported event during inspection and testing. Upon evaluation of the returned device the following defects were found, damage biopsy channel, which was forced downwards due to a heavy impact, damaged binds due to impact damage, bending section rubber damaged, and light guide lens glue missing. The faulty parts were replaced, and the device was returned to the user facility. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the evis lucera bronchovideoscope had fibers protruding from the distal end of the scope. Upon inspection and testing of the customer returned device, the scope light guide lens was missing and distal end cap partially missing. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. There was no report of patient harm or user injury associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation, and correction to the initial with information inadvertently left out. Customer confirmed the equipment did not fail during a clinical procedure and disinfection was accomplished by washed in an automatic endoscope reprocessor. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely the phenomenon occurred by physical stress on the distal end from outside such as impact by hitting/dropping/etc., contact with endo therapy accessories, catch by doors/lid of reprocessor/etc. However, the root cause could not be specified. Olympus will continue to monitor field performance for this device.